Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that customer thought they heard  an audible leak upon start up of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated after evaluating the unit that, it is unknown at what point the leak was heard and therapy was not interrupted. The unit was ran on test balloon and trainer but the fse was unable to hear a audible leak. As per the service manual, all tests were within allowable factory specifications. Ran the unit thru a full calibration and electrical safety tests, but could not duplicate the issue. The unit was returned to the customer.